Event description:
It was reported that the deep brain stimulation (dbs) patient experienced stroke-like symptoms, including a pulling sensation on the left side of his face and arm while charging his implantable pulse generator (ipg), leading to hospitalization. After undergoing tests, doctors confirmed he was not having a stroke, and he was discharged. However, the following night, while charging the ipg again, similar symptoms, such as facial drooping, reoccurred. As the issue persisted, the patient underwent a magnetic resonance imaging (MRI) scan, which once again ruled out a stroke. Suspecting the symptoms were side effects of the stimulation turning off and on during charging, the physician reprogrammed the ipg. A firmware update was also completed, and the patient is now doing well.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced stroke-like symptoms, including a pulling sensation on the left side of his face and arm while charging his implantable pulse generator (ipg), leading to hospitalization. After undergoing tests, doctors confirmed he was not having a stroke, and he was discharged. However, the following night, while charging the ipg again, similar symptoms, such as facial drooping, reoccurred. As the issue persisted, the patient underwent a magnetic resonance imaging (MRI) scan, which once again ruled out a stroke. Suspecting the symptoms were side effects of the stimulation turning off and on during charging, the physician reprogrammed the ipg. A firmware update was also completed, and the patient is now doing well.